Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported that the patient was not hospitalized for the event. On an unreported date, the patient was treated with ceftazidime injection (1 gram, route and frequency were not reported), vancomycin injection (1 gram, intraperitoneally and frequency was not reported), meropenem injection ( 1 gram, intravenous and frequency was not reported) and fluconazole tablet (dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient was recovered from the peritonitis event and antibiotic course was completed. Action taken with pd therapy was not reported. No additional information is available.